Event description:
It was reported that there was an alert for high impedances on the superior vena cava (svc) and right ventricular (rv) defibrillation coils of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Rv defib impedance spiked week of (B)(6) to ~120 ohms. Alert for out of range subthreshold lead impedance alert on (B)(6) 2014. (B)(4).